Manufacturer narrative:
Sus voluntary even report was received. Medwatch: mw5152832.

Event description:
It was reported via the food and drug association (FDA) medwatch program that the patient's right atrial (ra) lead had insulation damage. The insulation damage was discovered during the procedure. The patient was asymptomatic. Further information was not provided.